Event description:
A malfunction alarm, specifically malfunction 24, was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to use multiple daily injections (mdi) as a backup therapy and followed guidance to put the malfunctioning pump into storage mode for return to tandem. A replacement pump was sent by technical support, and the customer was informed about programming the new pump and connecting it to the continuous glucose monitor.